Event description:
Additional information received reported that the patient still had concerns with the device or therapy, but had not sought further help.

Event description:
It was reported that the patient had the ¿wrong¿ battery implanted because it was a large battery that stuck out of the skin in the hip since it was implanted. The patient was unable to charge their device. The patient was shown how to recharge their device when they were out of surgery and groggy. They tried to charge the implant but could not. The patient had never charged their stimulator and it never worked. Their doctor wanted to take the device out so they could have an MRI of their back. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3887-33, lot# j0348790v, implanted: (B)(6) 2003, product type: lead. Product ID: 3887-45, lot# j0348687v, implanted: (B)(6) 2003, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 74002, lot# n267648, implanted: (B)(6) 2011, product type: adapter. (B)(4).